Event description:
The customer reported that the system would not work in cine mode. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was restored to its original configuration settings during the service call. The system was tested and found to be working as intended and put back into service.